Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band was faulty. A field service engineer (fse) replaced the retractor band to resolve the issue. The fse tested everything in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the half-height cubie drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI) and medical device model, section e initial reporter facility name and section g manufacturing location. The reported condition of es hhcubie drawer 3.1 requires maintenance was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer (fse) reported that a faulty retractor band on drawer 3.1 was replaced. The fse then tested the device using the hardware test application (hta) and restarted the application to resolve the issue. During dchu visual inspection: pn: 353844-01: the unit was received with physical damage, specifically bends, stains and black marks along the flat flex cable, and exposed copper strands with signs of thermal damage. During dchu testing: pn: 353844-01: no further testing was performed since the returned retractor band was received with physical damage along the flat flex cable and signs of thermal damage observed on the copper strands. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). The root cause of the complaint of es hhcubie drawer 3.1 requires maintenance was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half height cubie drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that crossed continuity between adjacent copper strands in the assy retractor dwr hh cubie caused thermal damage and compromised drawer functionality. However, there were no adverse events or injuries reported based on this event.